Event description:
A customer reported getting error messages ¿2151 hybrid arm/cup transfer cup pickup failure, 3060 bf table mixing failure, 4191 y-axis cup transfer z-axis home detection failure¿ on the aia-2000 instrument. The customer also reported a grinding sound and stuck pickup arm over the incubator. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the complaint by running the analyzer. While troubleshooting, fse found two cups in the way of the lane and also found the bf probe mechanism running sluggish and squeaky. Fse resolved the complaint by cleaning and lubricating the bf probe mechanism table. Fse ran controls and verified the analyzer ran without errors and within the acceptable range. No further actions required by the fse, the aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2021. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-2000 operator¿s manual under: appendix a4-1 error messages states for following: [2151] hybrid arm/cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. [4191] y-axis cup transfer z-axis home detection failure cause: the home sensor failed to activate after the y-axis cup transfer z-axis moved toward the home position. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. [3060] b/f table mixing failure. Cause: the mixing check sensor of the b/f table mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is due to a dirty bf probe the mechanism assembly and lacking lubrication.